Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported this patient had positive cultures in the urine and sputum along with increased driveline exit site drainage and leukocytosis led to renal failure, respiratory failure, and sepsis. These were treated with dialysis, tracheostomy, and vasopressor medications, respectively. At last report the patient was making some progress but remained in renal failure. The device remained implanted and was not returned to the manufacturer for evaluation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Multi-organ failure, respiratory dysfunction, right ventricular failure, renal dysfunction, and sepsis are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Although a definitive root cause cannot be determined, clinical factors including the patient's medical condition, comorbidities, pharmacological, and patient factors are known possible contributors to these type of events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately three weeks post hvad implantation, this patient remains hospitalized with multisystem organ failure and infection. Various sources cultured positive and wound vac therapy was started on the driveline exit site. The patient has required IV antibiotics, vasopressor support, mechanical ventilation with tracheostomy, feeding tube placement and hemodialysis. Investigation is ongoing.